Manufacturer narrative:
H3/h6: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One device was returned for analysis in used condition. Functional testing was performed. The adhesive pad remained attached to the base site. The cannula tip was observed to be missing as it was torn away from the cannula base. No other damages or anomalies were observed. The complaint of breakage/cut can be confirmed. The probable cause is unknown.

Event description:
It was reported that the cannula was noticed to be missing, and it was believed that it might still have been lodged within the patient¿s body. During removal, the cannula was observed to be very short, raising concern about the location of the remaining portion. The site was reported to be on the lower back. It was noted that the cannula had not been tugged or pulled, and the site had been worn for approximately four days. No redness, irritation, inflammation, or heat was reported, and the site was described as appearing normal. The event occurred while in use with a patient and the operator of the device was the lay user or patient.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.